Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient presented to the hospital with symptomatic supraventricular tachycardia (svt). The patient was placed on a monitor and the svt was reverted to normal sinus rhythm. Latitude data showed a decrease in sensing with several days of no recorded r wave, and high or no capture on the daily trending measurements. There were no reports of asystole. A chest x-ray was performed and confirmed lead dislodgement. The patient will remain in the hospital and continue to be monitored due to risk of undersensing ventricular tachycardia. Eventually, the patient will be transferred to a different hospital to have the lead repositioned. Additionally, the patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. This right ventricular lead remains in service.